Event description:
Unable to advance catheter over wire with visualized plastic deformity at time on inspection. When attempted to advance, wire began to fray and unravel. Second catheter kit obtained and advanced with secondary provider at bedside.